Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as open wounds that are bumpy, have pus, bleeding, and scabbed. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream and claritin for the skin irritation. Follow up indicated that the skin irritation improved.